Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. The 2.8x19mm graftmaster rx covered stent system was attempted to be advanced to treat a perforation; however, failed to cross due to anatomy. Another same size graftmaster was used to successfully seal the perforation. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.